Event description:
It was reported that the user experienced three episodes of low blood glucose, with a nadir of 64 mg/dl, of unclear cause, followed by rebound lows after treating each event with a glass of apple juice and later a post-breakfast rise to 230 mg/dl. Symptoms included no reported hypoglycemia or hyperglycemia symptoms. Outcomes included self-treatment with oral fast-acting carbohydrates and education on appropriate hypoglycemia treatment, with no hospitalization. Investigation included troubleshooting and user education regarding treating lows with up to 15 grams of fast-acting carbohydrates and reassessment at 15-minute intervals. Investigation of this case revealed user factors, specifically probable overtreatment of hypoglycemia contributing to rebound lows and subsequent hyperglycemia, with no device performance issue identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to cause unclear for hypoglycemia with contributory user management of treatment. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.